Event description:
An aneurx stent graft systems was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm, approximately 10 1/2 years ago. Aneurysm and vessel morphology from the time of implant are not available. It was reported that the patient was lost to follow-up since implant. The patient had gone to see his cardiologist and an ultra sound was done. The cardiologist noted that the stent graft might have migrated. A CT was done and they found that the stent graft was wall the way in the aneurysm sac which measured 7.6 cm in diameter. The infrarenal diameter is 30 mm and 1 cm below it is 32 mm. The migration was attributed to disease progression. The decision was made to implant an endurant bifurcated stent graft (on the left side) within the aneurx bifurcated stent graft. The gate of the endurant bifurcated stent graft opened just above the top of the aneurx bifurcated stent graft, then an endurant contralateral limb and ipsilateral extension were implanted with successful resolution of the migration and type 1 endoleak. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (migration, endoleak), patient's condition affected effectiveness of device (disease progression; patient lost to follow up). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (disease progression; patient lost to follow up).